Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was cracked after the user leaned against a wall, resulting in partial loss of display visibility while the pump continued to function and blood glucose remained in range. Symptoms included no reported clinical effects. Outcomes included no change in therapy, no medical intervention, and no hospitalization. Investigation included troubleshooting support and education, verification of device information and shipping details, and arrangement for device replacement with return of the original unit. Investigation of this case revealed a damaged display component with a mechanical break consistent with external physical impact; no device alarms or malfunctions were reported. It was concluded, based on previously established findings for similar reports, that the cause was user-induced accidental damage unrelated to device manufacturing or design.